Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin t hs (high sensitive) stat (short turn around time) assay (troponin t hs stat) between two cobas 6000 e 601 modules and two cobas e 411 immunoassay analyzers. It is not clear which results were believed to be correct. Refer to attached data titled "patient results" for the patient results. One of the high results from the e601 module was reported to the clinician. The patient has "some cardiac issues" and was admitted to the hospital for a "few" days. There was no allegation that an adverse event occurred due to the device. The e411 analyzer serial (B)(4). The e601 module serial numbers were not provided.

Manufacturer narrative:
The customer submitted 3 samples from the patient for investigation. The samples were tested on an e411 analyzer and an e601 module and the differing troponin t hs stat results were confirmed on the different analyzers. Based on the available data, a general reagent issue could be excluded.

Manufacturer narrative:
Further investigation of the patient samples was not possible as there was not enough sample material left. The investigation was unable to find a definitive root cause.